Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the crack top case under tube holder, and on the side. Motor rate error was found during occlusion test. The root causes for the reported issues were normal wear, device was over fifteen years old. Multiple worn and old components from drive train assembly (lead screw, clutch halves, worm coupling, worm gear and stepper motor). Actions taken to mitigate the reported issue: replaced drive train assembly. Performed occlusion test, power up process and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that motor rate error occurred during preventive maintenance. No patient injury reported.